Event description:
Device was found in back-up mode and was successfully reinitialized without adverse effects to patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. However, no appropriate data were available for an analysis. For further insights a ram dump would be essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.